Event description:
Caller reported cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, and the sensor session was successfully restarted.